Event description:
It was reported that the patient experienced "severe pain in pelvic area" that had begun "some time last week" and the pain medications were not helping. It was reported that the patient did not believe it to be device related because her implant was in the upper right abdomen and it was for back pain. It was noted that the patient had not charged their device the previous week. It was reported that the patient had "several medical issues in the past" and her pain "felt like an ovarian cyst". It was reported that the area was not hard so she did not believe it to be a fecal issue. It was noted that it helps when the patient lays down. It was stated that the patient was also having issues with hemorrhoids and she was going to see a doctor for that the following days. It was reported that the patient turns her device off when she lays down for medical tests because the metal beds were "so hard and it felt uncomfortable". Additional information received about one week later reported that the patient had pain in her lower abdomen and it was "getting worse". It was stated that the pain was in the "ovaries and vaginal area". It was noted that the patient has had "many tests" and they were currently looking into what the reason was. It was noted that the pain had start the week before last. It was reported that the patient had polycystic ovarian disease. It was noted that of the tests they have done already they have found nothing. It was stated when the patient laid down on the hard tables it felt like she was getting jolted really bad.

Manufacturer narrative:
Concomitant medical products: product ID: 377775, lot# n0036681, implanted: (B)(6) 2006, product type lead (x2). (B)(4).